Event description:
Additional information was received that this device was explanted electively due to a device upgrade. The device will be returned.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected a high shock impedance measurement on the right ventricular (rv) lead. Additional information was received that this patient will continue to be monitored with no change at this time. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updated once the device is returned and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.